Manufacturer narrative:
The customer service center specialist reviewed the instrument logs and instructed the customer to double check the cuvettes integrity and change the cuvette dry tip. The alinity c (serial number (B)(6)) was considered the cause of the issue since multiple parts were adjusted or replaced. A review of the analyzer service history revealed no contributing factors on or around the date of the complaint. A review of historical data revealed no trends, systemic issues or non-conformances associated with the complaint issue. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the complaint issue. Labeling was reviewed and sufficiently addresses the issue. No systemic issue or deficiency of the alinity c processing module was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No specific patient information was provided.

Event description:
The customer obtained falsely depressed alinity c calcium result while using the alinity c processing module. On (B)(6) 2021 sample ID (B)(6) generated an initial result of 0.75 mmol/l and repeat result of 2.26 mmol/l (normal range 2.1 to 3.0 mmol/l). No impact to patient management was reported.